Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No button error alarm noted upon testing. No rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. Customer stated buttons were unresponsive once in a while, insulin pump rewinds slower. Customer stated insulin pump worked fine and declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.